Event description:
Customer reported the c-arm cannot be plugged into the workstation. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. System operates as intended.